Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier. Upon interrogation, the implantable cardiac defibrillator exhibited post paced t wave oversensing on the ventricular lead. No further information was reported.